Event description:
Customer reported the system is displaying high and low kv and ma errors, and a charger failed error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. System operates as intended.